Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), back pain ("back pain"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), nervous system disorder ("neuro conditions"), headache ("headaches"), migraine ("migraines") and memory impairment ("memory fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure confirmation test(s) conducted, specify). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and back pain had resolved and the cystitis, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, weight increased, nervous system disorder, headache, migraine and memory impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, memory impairment, migraine, nervous system disorder, pelvic pain, urinary tract infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy note date of insertion: (B)(6) 2007, (B)(6) 2006. Patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, bladder infection, uti, gi conditions, hair loss, fatigue, weight gain, neuro conditions, migraines, headaches. Memory fog, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, bladder infection, uti, gi conditions, hair loss, fatigue, weight gain, neuro conditions, migraines, headaches. Memory fog, device monitoring procedure not performed. Event outcome was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.